Manufacturer narrative:
Checking the manufacturing charts of the device removed during this revision surgery, no pre-existing anomaly was found in the items manufactured with the lot number 22at1yh. Since the correct sterilization number is unknown, we checked the documentation of all the sterilization numbers linked to the lot 22at1yh, without finding any pre-existing anomaly. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Revision surgery performed on (B)(6) 2025, due to stiff shoulder. Previous surgery date unknown. The following component was removed and replaced by a new one: - smr reverse liner + 3 mm (part code 1360.50.815, lot number 22at1yh, sterilization unknown). The patient is a female, date of birth (B)(6) 1955. The event happened in the united states.